Event description:
On 27th june, 2022 getinge became aware of an issue with the configuration of surgical lights - hled 500 and 700. It was stated the lamp fell off due to broken fixing nut. The incident occurred during the absence of cases. There was no harm to any patients or personnel. We decided to report the issue in abundance of caution as device falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Getinge became aware of an issue with the configuration of surgical lights - hled 500 and 700. It was stated the lamp fell off due to broken fixing screw. The fixing screws connect the hanging light assembly to the part that is installed on the ceiling. The incident occurred during the absence of cases. There was no harm to any patients or personnel. We decided to report the issue in abundance of caution as device falling off into sterile field or during procedure may cause serious injury. It was established that when the event occurred, the surgical light did not meet its specification due to broken fixing screw which lead to the fall of the lamp and in this way contributed to the event. Information gathered during the investigation indicates that the device was not being used for patient treatment when the event occurred. A review of received customer product complaints related to investigated issues, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we find that the failure ratio of the fall of the lamp due to broken fixing screw is very low. What is also worth highlighting, is that this is the first case ever reported on powerled and hled surgical lights for this particular malfunction, while the current install base for the period of 10 years is approximately (B)(4) devices worldwide. During the analysis, subject matter expert at the manufacturing site determined the following to have likely occurred a loosening of the screw or screws, where the probable causes of loosening corresponds to an improper initial tightening during the installation or a maintenance not in accordance with the manufacturer's recommendations. Loosened screws can cause slack, which can cause alternating loads and repeated low mechanical stress, leading to the witnessed rupture. The issue of rupture was analyzed. As stated by the subject matter expert: the failure of the screws is related to fatigue stresses due to moderate shear overload. All facies have a fatigue failure zone more or less extensive. Initiated at the bottom of the thread, the repeated low mechanical stresses caused the breakage of a first screw. The rupture of the other screws corresponds to progressive propagation of the shear effect. To prevent any incident the yearly preventive maintenance program, mentions to check the tightening of fixation screws on the suspension tube. In (B)(6) 2019 getinge transmitted the service bulletin 98a on getinge online reminding to carry out preventive maintenance and wearing parts replacement to ensure the device safety, the service bulletin 98a mentions to replace the suspension fixing screws every 6 years during the preventive maintenance. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of b5 describe event or problem, d4 version or model # and d4 catalog # fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on (B)(6) 2022 getinge became aware of an issue with the configuration of surgical lights - hled 500 and 700. It was stated the lamp fell off due to broken fixing nut. The incident occurred during the absence of cases. There was no harm to any patients or personnel. We decided to report the issue in abundance of caution as device falling off into sterile field or during procedure may cause serious injury. Corrected b5 describe event or problem: on (B)(6) 2022 getinge became aware of an issue with the configuration of surgical lights - hled 500 and 700. It was stated the lamp fell off due to broken fixing screw. The incident occurred during the absence of cases. There was no harm to any patients or personnel. We decided to report the issue in abundance of caution as device falling off into sterile field or during procedure may cause serious injury. Previous d4 catalog # ard568546010c. Corrected d4 catalog # ard568370958. Previous d4 version or model # ard568546010c. Corrected d4 version or model # ard568370958.

Event description:
On (B)(6) 2022 getinge became aware of an issue with the configuration of surgical lights - hled 500 and 700. It was stated the lamp fell off due to broken fixing screw. The incident occurred during the absence of cases. There was no harm to any patients or personnel. We decided to report the issue in abundance of caution as device falling off into sterile field or during procedure may cause serious injury.